Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey it was reported that patient faced an infusion set tubing detached event on 16-aug-2024. The site location was the right abdomen. The location of detachment was close to site location. Infusion set was used for less than 24 hours. No further information was available.